Event description:
This report is based on information provided by the remote service engineer rse and is currently under investigation by the philips complaint handling team. Philips received a complaint on the tempus pro indicating the device displayed the message "blockage of the evacuation "has an etco2 parameter problem. The device use at the time of an event is unknown.